Event description:
Analysis of the returned generator reported in manufacturer report # 1644487-2014-01831 was completed. Review of the data indicated that the pulse disabled byte was set to a value that represents a vbat eos threshold condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device explant. Other than the noted event, there were no performance or any other type of adverse conditions found with the pulse generator. Follow-up revealed that the end of service condition was observed during lead replacement surgery and that there were no issues with the battery status during an office visit six months prior to the visit on (B)(6) 2014.

Manufacturer narrative:
.